Manufacturer narrative:
Event date of 2007, device returned to another country for repair based on the complaint of water damage (non-reportable). The device was shipped to the beaverton facility for analysis and identified as a reportable event on 5/15/07. The device is an automatic external defibrillator (AED) and the actual device involved was returned for eval. The complaint was confirmed and caused by a fractured solder joint on the power supply board. This caused the loss of 5 volts to the main board effecting initialization. Re-soldering of the solder joint corrected the issue. Once the repair was completed, the device was tested and performed to specifications.

Event description:
It was reported that "after being used under rain for about 10 mins, the unit shows white display". No pt involvement.